Event description:
Cardiac pacemaker was implanted in 1994. In 2002, on moving the arm (left) one day pt had irregular heart beats and was short of breath. Pt saw their electrophysiologist who changed pacemaker settings. Pt felt worse after that for the next three weeks. The settings were reversed. Pt saw a doctor 2 months later but no improvement. In next month pt experienced excrutiating pain in chest if in sitting position but was relieved on lying flat. Pt visited another facility in august 2003 where a fracture of the lead was discovered. A new lead was placed. Pt felt better.